Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at time of incident and current blood glucose level was 413 mg/dl. The customer was treated with delivering bolus. The customer stated that after pump was dropped then had high blood glucose since then and been calling. The customer stated that the approximate size of air bubbles was 1/4 inch and the air bubbles were noticed in close to the cannula. The troubleshooting was performed and was advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir and air bubbles were successfully removed. The customer was advised to complete rewind or load reservoir process. The customer was advised to monitor. The insulin pump will not be returned for analysis.